Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2024, the patient's cgm was alarming that she was "in the 40s mgdl" but could not remember the specific value. The patient was feeling dizzy, anxious, and "out of balance". The patient didn't have a bg meter to use for a comparison value, therefore the patient called 911. Once emergency medical services (ems) arrived, she reported her cgm and bg meter were 30 points off, but she could not recall the specific values. Ems treated the patient with "gel packs" (glucose) as treatment. The patient declined being taken to the emergency room (ER). Ems observed the patient for approximately 15-20 minutes and then left. The patient was in good condition at the time of report. It has been reported that there was a difference in readings of 30 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It has been reported that there was a difference in readings of 30 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.